Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report skin sensitivity to the sensor patch on (B)(6) 2015. Patient stated her skin was extremely itchy and inflamed with red bumps. Additionally, there is a scar that the patient described as darkening of her skin pigment. There was no medical intervention reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and the reported skin sensitivity cannot be confirmed. However, it should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states, "inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).